Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number peh446, and no non-conformances related to the reported complaint condition were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no.

Event description:
It was reported that the patient underwent liver transplant procedure on an unknown date and suture was used. The suture kept breaking during the critical anastomoses on the portal vein during the transplant. The doctor had to redo the anastomoses. There was a thirty minute delay in the procedure. There were no adverse patient consequences reported due to the prolonged surgery.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/10/2020. Additional h3 device evaluation summary: two unopened samples of product code m8706, lot # peh446 were returned for analysis. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.